Manufacturer narrative:
Internal reference: (B)(4). This case was reviewed and investigated according to philips volcano policy. Additional information obtained indicated ivus was used to treat patient's condition that already existed. The procedure was performed to treat the "post thrombotic". The failure and ingress of blood into catheter occurred during procedure. Device evaluation: the returned device was visually and microscopically inspected. It was observed the distal tip was discolored and slightly damaged, the spacing between the proximal pzt elements appeared dark in color in several areas, the proximal glue fillet was cracking, the weld leg connections appeared bent, and discoloration was present on several coils along the distal shaft. Dye was injected into the inner lumen of the device to identify any leaks. The dye filled the entire inner lumen up through the micro cable branch of the y-connector. No pressure was felt on the syringe until leaking occurred at the connector on the proximal end of the catheter. Once the leaking occurred, the y-connector completely filled up with dye. A pim system (sn #(B)(4)) was returned along with the device. The catheter interface connector was carefully examined and no traces of blood were found. The reported complaint was duplicated by the investigation. The probable cause of the failure was due to insufficient curing at the y-connector allowing fluid to enter the proximal shaft of the catheter. This issue could expose the patient to the risk of air embolus. The images from the dye test indicated there was an open connection between the over-the-wire lumen of the pv.035 catheter and ambient air. This risk is higher during central venous cases because, during inspiration, pressures near the tip of the pv.035 catheter can be lower than atmospheric pressure resulting in a gradient favoring air ingress. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. To date, no other complaints were reported for this same failure mode within this lot. We will continue to monitor these types of complaints.

Event description:
It was reported toward the end of the case, after approximately four (4) passes, the physician noticed red inside the catheter. The physician was not sure what the color was and the device was imaging fine. After another run the catheter image started to flicker. When looking at the pim connector, the physician observed blood in the connector and that blood had travelled up the catheter into the pim connector inside the cord (internally). Once the connector was opened blood leaked out of the end of the catheter. The case was completed with an angio balloon as that was the next step in the case. No intervention required. There was no patient injury. Passes were between popliteal vein to ivc; patient was post thrombotic and had fibrous lesions and tight in a few spots. The sales representative was unsuccessful in obtaining a patient identifier. The site responded that the patient's weight was unknown. All reasonably known patient information is included in this report.